Event description:
A report was received that the patient was experiencing muscle spasms, sharp pain in the lower lumbar region when the stimulation was on and hypersensitivity over the incision site. The patient was prescribed with lidoderm patches and ketamine cream. The patient underwent a lead revision wherein the physician elected to replace the leads because he accidentally pulled out the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.